Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. One instance of iipv was revealed in the logs with drain volume of 1779 ml during cycle 2. The cause is insufficient drain-one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Device was determined to meet the specification requirements relative to the iipv. This issue is being investigated through CAPA.

Event description:
During evaluation, an additional issue of an increased intraperitoneal volume (iipv) event was found in the therapy logs: occurrence date (B)(6) 2011 at 11:29:58 with drain volume of 1779 ml during cycle 2.